Event description:
During a lap cholecystectomy procedure, there was an instrument error code. They loosened and then retightened the device and activated the shear outside of the abdomen and the blade broke off. The case was done, so there was no need for another device. There was no pt consequence.